Event description:
It was reported the videoscope was dirty because it was unable to be washed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pinhole on the bending section rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.